Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, the staple line was incomplete along its central part. The incomplete part was sutured to fix the issue and complete the case. There was no patient injury.